Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood observed in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located midway in the section of the balloon material. A microscopic examination identified the balloon pinhole as a cut midway in the section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the blades. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified forearm vein. A 6.00mm/2.0cm/50cm peripheral cuttinng balloon was selected for use. During the procedure, the balloon ruptured at 8 atm upon third dilation for 20 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 8 atm upon third dilation for 20 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure was good.